Manufacturer narrative:
Device evaluation summary: during the evaluation of the sample it was observed some creases in the anterior and posterior view. Shell abrasion within the crease in the anterior view was noted. In addition missing material was noted in the posterior view measuring 0.3 cm x 0.7 cm. Shell abrasion was observed within the tear in the posterior view measuring 0.1 cm. A tear was detected at the valve tubing measuring 0.2cm. Microscopic examination of the edges of the tear in the tubing and no indications of instrument damage. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round spectrum 325cc, catalog number 3501450, serial number (B)(4), lot number 5993860. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation primary with a saline mentor smooth round spectrum 325cc breast implant and experienced deflation on the left side. Deflation was confirmed by physician during an exam. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On 6/5/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on 6/17/2019 indicated the patient also experienced capsular contracture baker grade unknown on the right side. The date of explantation was reported to be (B)(6) 2019. Manufacturer's reference number: (B)(4).